Manufacturer narrative:
Missing segments not confirmed. All segments functional.

Event description:
The customer called for help with his contour meter. While troubleshooting, it was discovered the customer's meter display was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter was returned for evaluation. A replacement meter was sent to the customer.